Event description:
It was reported that during a bph surgical procedure "error codes 211, 235, 302.13, and 202.1" were noted. The case was completed using an alternate procedure (turp). Patient outcome: "no injury" to the patient reported.

Manufacturer narrative:
System analysis/service repair on june 16, 2016: the reported issue of ¿error codes 211, 235, 302.13, and 202.1¿ was confirmed. The resonator was replaced and the laser was calibrated. The system was tested and verified to meet manufacturer's specifications.

Manufacturer narrative:
System analysis/service repair in the field was performed on (B)(6) 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on july 11, 2016.

Manufacturer narrative:
System analysis/service repair in the field was performed on june 16, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on july 11, 2016. Product evaluation: the resonator evaluation was completed on august 30, 2016 and noted error code 211, 235, 302.13, 202.1 and over voltage were duplicated; could not turn on diode, third bar from top was burnt and coupler cover was stuck. No issue noted with coupler assembly. The diode, coupler cover and desiccant were replaced. The power check and p/I curve was performed. A new test report was completed. Probable root cause: based on the analysis report, the root cause was determined to be defective diode in the resonator.